Event description:
On (B)(6) 2024, a patient in italy underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2026, during the scheduled replacement of the peg tube, they found a buried bumper, the clinician decided to completely remove the device while awaiting healing and to reposition it later after evaluation. Therapy was suspended.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was removed and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.